Event description:
It was reported that bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Received a call from the command center on the day of go-live. The patient in room 577 on 5 west was getting up to go to the restroom and somehow the primary tubing with a filter broke. The patient had maintenance. Bridgett cummings nurse manager for 5 west give me the defective tubing that was in her office. I am not aware of the nurse taking care of the patient. Bridgett will be the main contact for this product complaint.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter broke and returned one used sample of material 2432-0007 and lot 24015195. The set was examined and the complaint of filter broke, or separated, at the proximal tubing connection is verified. The set was examined under a microscope and the connection appeared to be broken or snapped off. The manufacturing plant confirmed the failure was not related to quality or manufacturing. The root cause for the breakage at filter inlet is unknown. No actions were conducted for an unknown root cause. Device history record review for model 2432-0007 lot number 24015195 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.